Event description:
A healthcare facility reported to our distributor that there was a break in the plastic at the nasal bridge of an rt040 full face mask. No patient consequence was reported.

Manufacturer narrative:
Method: an investigation was conducted on the returned unit. Results: the device was broken at the nose bridge. Conclusion: strength testing of the forehead piece has shown that it takes an average force of 63.7 n (6.4kg) for stress marks to appear and an average force of 82.6 n (8.4kg) for failure to occur. It takes an excessive force on the forehead rest for failure. The cause of the failure was the application of excessive force, but it is not possible to determine the source and amount of the force that caused this failure. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0004% worldwide for the past year.